Event description:
Customer reported a patient had a ventricular tachycardia event and v-series monitor did not alarm a ventricular tachycardia, instead the monitor only alarmed a high hear rate. No patient injury was reported.

Manufacturer narrative:
Documentation from the reported event is currently under review.